Manufacturer narrative:
Concomitant product: sigtrsb45axt - sigtrsb45axt 45mm xtr thk reinforced rel, lot# n2k0029y sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# n3a0557y sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# n3a0557y sigphandle - sig power sigphandle handle , serial# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy, while on stomach resection, the 45 millimeter reinforced reload was put on the tissue but nothing happened, it did not fire at all, so it was taken out. The physician took a 60 millimeter reinforced reload and it fired until the half and then it stopped and it did not want to fire any more. The physician retracted the knife, took another 60 millimeter reinforced reload and the same thing occurred. After restarting the power handle (two green buttons method) the physician took another try with another 60 millimeter reload and it barely worked. It was noted that the staple line was incomplete distally and was fixed by another firing. It was also mentioned that there was some strange noises and firing was very slow even for zone 3. The surgical time was extended for 30 minutes or more since changing reloads took time, resetting the power handle, using manual stapler and than back to power handle. New reloads were used to complete the case.